Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. Patients mother stated upon removal of the sensor pod, the sensor remained in the skin. The patients sensor was inserted into the arm. The patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).